Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient´s representative reported "the implant is ruptured and exposed to the permanent risk of cancer, also suffered pain due to the defective product and psychological stress". This record is for the left side. Device remains implanted. Device will not be returned due to the nature of this case.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.